Manufacturer narrative:
.

Event description:
It was reported that a revision surgery was performed due to issues related to chromium ion concentration, pseudotumor and instability.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision the hemi head, modular sleeve and bhr cup were removed. The stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. The available medical documents were reviewed. The clinical information provided may be consistent with a reaction to metal debris. However the source and root cause cannot be determined with the available information. All the released devices involved met manufacturing specifications at the time of production. Further, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.